Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the hole in the tubing was not confirmed as the hole appeared to be a result of the explant. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope. There was a leak in the reservoir kink resistant tubing (krt) that was the result of a sharp instrument damage which probably occurred during the explant surgery as a hole was present. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of cause not established was chosen because reservoir krt was identified to be damaged as sharp instrument damage was identified. Therefore, the most probable cause could not be confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed as the tube had a hole near the connection. A new inflatable penile prosthesis reservoir was implanted. No further complications were reported in relation to this event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed as the tube had a hole near the connection. A new inflatable penile prosthesis reservoir was implanted. No further complications were reported in relation to this event.